Manufacturer narrative:
Foot end brake crank assembly.

Event description:
It was reported by service report that the brakes were not working properly. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.